Manufacturer narrative:
Lead sc-2316-50 the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 1 cm from the proximal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables. Clik anchor sc-4316 visual inspection of the clik anchor revealed a torn eyelet with missing silicone. The silicone was removed from the patient and thrown away.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. Malfunction was suspected. The patient was doing well post-operatively

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. Malfunction was suspected. The patient was doing well post-operatively.